Event description:
A 27 gauge sinal needle tip was sheared off during placement of spinal anesthesia for cesaream section. Required a local exploration for removal of needle fragment. Pt did not suffer any impairment.